Event description:
It was reported that during a device change out, suspected externalized conductors were observed under fluoroscopy. All electrical measurements were within range. The lead remains implanted. Patient condition was good.